Event description:
A vague report was received that the pump was set at 10.0 ml/hr and delivered 10.8 ml, while the device may have been in clinical use. No add'l info was received. No pt injury was reported.